Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and perform continuity resistance test. The sensor failed specifications.

Event description:
The customer reported via phone call of change sensor alarm and sensor glucose versus blood glucose differences from the sensor. The customer stated that she ate supper and she received a threshold suspend. The customer's blood glucose reading was 90 mg/dl and sensor glucose was 60 mg/dl. The customer also had blood glucose reading of 121 mg/dl and sensor glucose reading of 75 mg/dl. The customer was advised that the sensor glucose versus blood glucose difference is not within acceptable range. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer declined to troubleshoot for change sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and perform continuity resistance test. The sensor failed specifications.